Manufacturer narrative:
Sc-8416-70 (B)(4). Device evaluation indicated that the lead was cleanly cut during the explant. The paddle end was not returned. The device damage was similar to the typical explant damage and was not considered a failure. Sc-1200 (B)(4). Device evaluation indicated that the ipg passed all tests performed.

Event description:
A report was received that the patients stimulation was unable to cover in both sides. The patient underwent a lead replacement procedure. The patient was doing well postoperatively.

Manufacturer narrative:
Concomitant medical products: model number/catalog number: sc-1200, serial number: (B)(4) batch/lot number: 360062, model/catalog description: precision montage MRI ipg sterile kit.

Event description:
A report was received that the patients stimulation was unable to cover in both sides. The patient underwent a lead replacement procedure. The patient was doing well postoperatively.